Event description:
As reported, when the user went to advance the white tamper tube of a 6/7f mynxgrip vascular closure device (vcd) the user noticed it was not present in the device. There was no reported patient injury. An unknown sheath was used. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Section d9: date device was received was 7-jun-2024.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, when the user went to advance the white tamper tube of a 6f/7f mynxgrip vascular closure device (vcd) the user noticed it was not present in the device. There was no reported patient injury. An unknown sheath was used. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. One unused mynxgrip 6f/7f, which was part of the reported complaint, was returned for investigation. Upon visual inspection of the received device, it was noted that the shuttle was disengaged from the black handle with the stopcock in the open position. The syringe was connected to the device upon receipt. Sealant was observed on the catheter shaft, and a portion of the advancer tube was found exposed while the remainder was in its manufacturing position. Additionally, the balloon was fully deflated. The device underwent inspection for any anomalies that might have contributed to the reported incident, and no anomalies were found. Per functional analysis, the shuttle cartridge operated smoothly, advancing and retracting to the black handle on the received device in accordance with the mynxgrip instructions for use (IFU). This verifies successful deployment of the advancer tube. Per microscopic analysis, an evident split was detected in the outer cartridge of the device upon thorough visual inspection under high magnification. The reported event of ¿advancer tube-missing advancer tube¿ was not confirmed through analysis of the returned device since it was found on the device. The exact cause of the issue experienced could not be conclusively determined during analysis of the returned device. Based on the limited information available for review and the product analysis, procedural/handling factors (such as an incomplete engagement of the advancer tube) most likely contributed to the issue with the advancer tube reported since it was returned partially in its manufactured position, and it performed as intended during functional analysis. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the sealant/advancer tube failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.